Manufacturer narrative:
1. DHR/bhr review: (1) the batch number of the complained product is 2287460, is 20g and product code is 383894, produced on 2022/11, with a total of (B)(4) pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 2. The customer did not return samples or photos, and cannot confirm the specific location and status of the leakage;. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the lack of samples or photos returned by the customer, the specific location and status of the leakage cannot be confirmed. Therefore, the root cause of this complaint cannot be determined. The factory will continue to monitor and monitor the trend of this defect complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that a leak occurred at the adapter tubing junction with a pegasus y 20ga x 1.16in ss prn npvc. The following information was provided by the initial reporter, translated from chinese to english: when puncturing the blood vessel during tube placement, blood gushed out of the core of the needle before the patient's pain subsided, causing panic among the patients, the nursing staff had the risk of occupational exposure, the liquid leaked out of the closed infusion connector and heparin cap during infusion, resulting in a waste of medication, and the patient's condition was not effectively controlled, and in response to such incidents, the patients had a bad evaluation of the nursing staff and the hospital, thus increasing the number of punctures for the patients, which this caused physical harm, immediate treatment to replace the other manufacturers of indwelling needles after no leakage.